Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The supplier provided the following: a review of the device batch record was performed for raw materials, in-process and finished goods and there were no non-conformances or corrective actions opened in relation to the nature of the complaint. The devices met all raw materials, in-process and finished goods specifications upon release of the product. The device was manufactured in march 2017. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following in regards to product inspection (to be performed prior to each use): "uncoil forceps beginning at handle and working toward cups, exercising care not to stretch cable. Open and close cups, verifying smooth handle operation and appropriate cup action. Become familiar with amount of handle movement required to operate cups. If any irregularities are noted, do not use. Note: exercising handle while device is coiled may result in damage to forceps." Prior to distribution, all maxum forceps rat tooth are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following in regards to product inspection (to be performed prior to each use): "uncoil forceps beginning at handle and working toward cups, exercising care not to stretch cable. Open and close cups, verifying smooth handle operation and appropriate cup action. Become familiar with amount of handle movement required to operate cups. If any irregularities are noted, do not use. Note: exercising handle while device is coiled may result in damage to forceps." Prior to distribution, all maxum forceps rat tooth are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician selected a cook maxum forceps rat tooth. It was a new device that had not been autoclaved. The device was not opening and closing properly. It was not holding properly.